Event description:
It was reported that the biomedical engineer was using the sigma pace 100 to test the off current drain and found that the off current drain on the external pulse generator (epg) was out of specification. The device was returned to the manufacturer for service. It was subsequently returned from service with a service report stating that the off current drain was found to be okay. The status of the epg is unknown. There was no patient involvement. Follow-up with the customer found that the biomedical engineer had been using the wrong specification. The customer noted that the event description should have been on current drain with back light off tested out of specification. A check out manual was sent, which had the specifications for the tests in question, and the epg remains with the customer. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biomedical engineer was using the sigma pace 100 to test the off current drain and found that the off current drain on the external pulse generator (epg) was out of specification. The service report stated that the off current drain was okay. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).